Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The product analysis team reviewed the photo included in the complaint. The review is documented below. [Photo review]: the photo shows the distal end of the embotrap stent with a severely stretched distal coil. No additional damages were captured. The reported issue in the complaint is confirmed based on the damaged stent. This investigation was performed based only on the photo provided. An assessment will be performed as per the conditions of the device returned. A review of the manufacturing documentation associated with this lot (23h032av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that prior to a thrombectomy procedure on (B)(6) 2026, the device packaging and the device, a 5mm x 21mm embotrap ii revascularization device (et007521 / 23h032av) were inspected and found to be in good condition. The 5mm x 21mm embotrap ii revascularization device was used for the procedure; the physician delivered the embotrap ii device in place and performed the first pass to remove the thrombus. It was then reported that, ¿the thrombus removal effect was not good enough, the doctor only retracted the stent alone. It was found that the stent was deformed.¿ the doctor replaced the embotrap ii device with a new device and completed the procedure using the original microcatheter. There was no report of any negative patient impact. A photo of the embotrap ii stent component was included in the complaint. The product analysis lab team will review the photo.